Event description:
Hill-rom received a report from the account stating that the upper section of the golvo hoist came off the base section as the nurse went to collect the hoist from the storage location. The lift was located in the critical care unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Upon investigation of the product, the technician found that the bolts that should secure the mast to the middle beam were missing and there were indications that the bolts have been fitted earlier. The lift had exceeded the expected life time. The lift has been serviced by a company called prism and it is unk if the service was completed according to the hill-rom service manual. The technician informed the user facility that the lift was beyond its expected life time and instructed the account the parts required to bring the lift back into a safe working condition. Based on this info, no further action is required.